Event description:
Reportedly, the instrument was fired across the omentum and its jaws would not release from the tissue. Therefore, the instrument had to be cut off and another instrument was used to complete the case. Pt status: no pt injury reported.